Event description:
On (B)(6) 2026, a patient was using a pod worn on the arm for between 37 to 48 hours with elevated blood glucose up to 33 mmol/l (594 mg/dl). The legal guardian reported that the patient developed an infection at the pod insertion site, characterized by pain, redness, swelling, bleeding, and discharge. The pod was removed prior to seeking medical assistance due to pain and signs of infection. On the same day, the legal guardian contacted the diabetes care team as well as non-emergency medical helpline / online service. The patient did not attend a hospital or in-person medical visit. Antibiotics were prescribed remotely; specific medication details were not provided. No healthcare provider name was available. The patient was not wearing a pod at the time medical assistance was sought. A new pod was applied successfully after removal of the affected pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.